Event description:
It was reported that the patient¿s pump was implanted on (B)(6) 2013 and reported a two toned ring was heard from the device on (B)(6) 2013. The alarm was confirmed via telemetry as a critical alarm for stopped pump may exceed tube set. The pump logs noted the tube set occurred on (B)(6) 2013, at 12:13. Reportedly on the date of this report it was confirmed that the infusion mode was changed from stopped pump mode to simple continuous. This device system delivered morphine. It was further reported that the patient did not experience withdrawals but rather did not have pain relief. It was further believed that the incomplete telemetry was the cause of the stopped pump and the reporter took responsibility for the event as he had been out of the filed for a while in a different role. It was believed that once the pump was reprogrammed to simple continuous that the patient therapy resumed. It was reported that this patient had a ¿high¿ concentration of the drug in the pump and this was mentioned to the health care provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot # serial# unknown, product type: catheter. (B)(4).